Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the user interface to stack flex cable assembly was torn. Physio-control replaced the user interface to stack flex cable assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not complete a boot cycle and would continuously try to reboot. There was no patient use associated with the reported event.

Manufacturer narrative:
Approx age of device: the initial medwatch report indicates: 5 months. The initial medwatch report should indicate: 10 years. Mfg date: the initial medwatch report indicates: 04/19/2015. The initial medwatch report should indicate: 04/19/2005.